Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2010-04888. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated a 100% restenotic, 3.5x55mm lesion in the proximal lad (left anterior descending). Treatment consisted of predilation with two balloon catheters, placement of two overlapping taxus express2 stents (3.5x28mm and 2.75x32mm), and post dilated with a 3.0x15mm balloon catheter at 15 atm resulting in 0% residual stenosis. Post treatment ivus (intravascular ultrasound) showed well expanded stents. In (B)(6) 2010 the patient returned and in-stent restenosis of the proximal lad was found. The patient did not present with ischemic symptoms. In (B)(6) 2010 the 75% stenosed, 4.0x13mm mid lad lesion was treated with balloon angioplasty resulting in 25% residual stenosis. The patient was discharged two days later. At the (B)(6) 2010 study follow up the patient did not have angina symptoms.